Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05-mar-2020.

Event description:
It was reported that the charging light emitting diode (led) was not illuminating during periodic maintenance. There was no patient involvement. The field service engineer (fse) evaluated the ventilator and confirmed the reported problem. The fse also identified that the oxygen sensor cable was missing. The fse replaced the power status overlay, the oxygen sensor, and oxygen sensor kit. The ventilator successfully passed functionality testing after the repair was completed.

Manufacturer narrative:
G4: 15may2020, b4: 16may2020. The replaced light emitting diode (led) circuit panel overlay was returned for failure analysis. It was determined that broken led circuit traces caused the leds to not illuminate. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.